Event description:
A doctor contacted baxter (B)(4) regarding a bent spike of a transfer set. There was patient involvement, but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a report of damage in a transfer set was confirmed during the sample evaluation. Received one used set with no cap on spike (loose in pouch) and no cap on patient connector in reference to damaged. Functionally the set was hand tightened with a lab titanium adapter without difficulty. The set was then tested underwater at 8 psi with no tubing leak noted. The set was visually inspected and noted that the tip of the spike was bent inward. No other visual defects were noted.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for damage in a transfer set was confirmed during the sample evaluation; however, not root cause could be determined.